Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the +p installation resistance test and the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open white (drvn_gnd) wire inside the trunk cable. The cause of the +p insulation resistance and pulse lead hi-pot test failures is the open white wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.